Event description:
Dealer stated that when the consumer was in a full sitting upright position the power chair would go into a random lock out mode. Per tech dealer needs a harness tilt actuator. Dealer stated no injuries nor issues of abandonment associated with the incident.

Manufacturer narrative:
.